Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found image loss due to a break in the charge couple device unit (ccd) and the electrical connector has corroded. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited image loss due to a break in the charge couple device unit (ccd), and the electrical connector has corroded. There were no reports of patient involvement.